Event description:
A user facility reported that an intraocular lens (iol) looked defective. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and reported damage was observed. The optic was cracked against the post of the lens case. All products are 100% inspected prior to product release and this damage exceeds acceptance criteria. An investigation has been conducted and a root cause identified. There have been no other complaints reported in the lot number. Additional info was requested on 01/04/2010 and 01/25/2010 by mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).